Manufacturer narrative:
It was initially reported that the reporting facility had an unknown number of leaking catheters, that the drain bag that hooks to hang on the beds were breaking off, that the facility tried to change the drain bag into a leg bag and they could not get the tubing out of the catheter, and that zero urine was draining from a patient. In relation to these reports, an incident was reported where the facility had ended up having to remove the foley catheter and re-insert a new foley catheter. Despite good faith efforts to obtain additional information, the reporting facility was unable or unwilling to provide any further patient, product, or procedural/event details. Due to the reported medical intervention of foley catheter exchange, this medwatch is being filed. A sample is not available to be returned for evaluation. A definitive root cause for the reported issues could not be identified at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
Multiple foley catheter issues were reported and a patient reportedly required a foley catheter exchanged.